Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported failure was observed in recognizing series 170 devices and system froze the processor when recognizing the endoscope during inspection for use involving an olympus video system center. There was no patient involvement.